Event description:
Pt came in for a tube change. Subject device was the same size as the tube being replaced. 3 weeks post-placement, the pt presented with coffee ground emesis. Gastrograffin was injected through the device. X-ray showed the internal balloon was obstructing the pylorus. There was 5 cc water in the balloon. The device was replaced with a shorter tube. Pt recovered, and was discharged on regular feeding schedule on the next day. Rptr was not sure the device was responsible for the event. One pt involved.